Manufacturer narrative:
Concomitant medical products: 4068-45 lead; implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning. The rv lead exhibited chronic high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.